Event description:
It was reported that the right ventricular lead exhibited noise. The patient was asymptomatic. No intervention was planned and the patient would be monitored.

Event description:
New information received indicates that ongoing episodes of noise were observed. The patient is asymptomatic and will continue to be monitored.

Manufacturer narrative:
(B)(4).